Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's three electrodes on the right lead were not functioning. It was noted that three electrodes on the right lead were out and lead fracture was suspected. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the device malfunction suspected in the lead itself. The patient was reportedly doing well post operatively. The pocket pain had resolved itself and this is no longer an issue with the patient.

Event description:
A report was received that the patient's three electrodes on the right lead were not functioning. It was noted that three electrodes on the right lead were out and lead fracture was suspected. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's three electrodes on the right lead were not functioning. It was noted that three electrodes on the right lead were out and lead fracture was suspected. The patient will undergo a revision procedure wherein the lead will be replaced.